Event description:
A 77 year old male with history of coronary artery disease, ischemic cardiomyopathy, aortic aneurysm, copd, sick sinus syndrome with pacemaker and atrial fibrillation underwent CABG bentall surgery. On 9/22 they developed post cardiotomy cardiogenic shock and was placed on vaecmo. On 9/26 they were taken to or for reconfiguration of vaecmo and implantation of impella 5.5 via r ax artery the left groin ECMO cannulas were removed and pressure held. Left groin hematoma was noted and treated with fem stop (prior ECMO decannulation site and patient was noted to not be on anticoagulation. On 10/6 there were decreased purge flow with increased purge pressure which resolved with tpa purge protocol, which is a known off label use. On 10/8 the decision made for withdrawal of care by family.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.